Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device flex circuit was damaged, the device was smoking, made excessive noise, the hand control was defective and the e2 code (software generated message on the console indicating handpiece lock engaged) was defective near the head. The device also failed pretests for safety, loctite and cable, motor thermistor, no short circuit between 5vdc line and connector body(42), no short circuit between sensor gnd and connector body(42), noise and hand control assessments. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.